Manufacturer narrative:
Due to a request by the user facility, the device was returned unrepaired.

Event description:
It ws reported that during preventative maintenance conducted at the manufacturer facility, the leaf key housing of the handpiece was chipping. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no pt involvement and no delay to a surgical procedure.